Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent. When the stent was removed it appeared that the core wire exited the shaft at or near the thermal bond site. No pt injuries or complications occurred.